Event description:
Pt reported having an infection for over a month and has been told access port needs to be removed. The device remains implanted at this time.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.